Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the patient's last follow up, the left ventricular lead exhibited loss of capture and a chest x-ray revealed that the lead was dislodged. On (B)(6) 2016 the lead was explanted and replaced during a routine pulse generator change out procedure. The patient was in stable condition post procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
New information notes the lead was now returned.